Event description:
The customer reported that the energy select switch was inaccurate.

Manufacturer narrative:
The customer reported that the energy select switch was inaccurate. The device was returned to philips for eval. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.